Event description:
It was reported that a pump started an infusion without user input. The pump was programmed and placed into standby mode (medication, programmed amount and delivery rate unk). The customer stated that the pump alarmed for a lot battery, and the clinician plugged the power adaptor into the outlet. The device then exited standby mode and started the infusion without user input.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. See scanned page.